Manufacturer narrative:
It was reported that the ventilator failed pre-use check. Identification of issue has been done by analyzing problem description. The hospital made the repair of the device without our ssu input. Unfortunately, the information about final solution was not provided to us and no more details have been obtained in regards which part turned out to be the source of the issue. The device was delivered to the user in working condition by the third party service. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. There was no patient involvement. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).